Event description:
During routine testing of the device, the service tech reported the low flow to blanket alarm malfunctioned. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.